Manufacturer narrative:
The complaint cannot be verified. The products meet the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.

Event description:
Reporter stated, the patient was hospitalized from (B)(6) 2013 with diabetic ketoacidosis and hyperglycemia. The infusion cannula and insulin were changed multiple times and the basal rates were increased, but this did not lower his blood glucose. He was disconnected from the infusion device and treated with an insulin IV. The hospital staff believe the insulin delivery of the infusion device is inaccurate. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.